Event description:
During a routine shift check by a clinician, the device would not power on. No pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product.